Manufacturer narrative:
The serial number of the analyzer was (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable results with the cobas® egfr mutation test v2 assay unknown number of patient samples tested on cobas z480 analyzer. On (B)(6) 2025 (plasma sample) result was "no mutation detected". On (B)(6) 2025 (tissue sample) result was "no mutation detected". On an unknown date, a sequencing (ngs) test was performed and the result was del19 and l858r detected. On an unknown date, another non-roche pcr test was performed and the result was del19 and l858r detected.

Manufacturer narrative:
The investigation findings concluded no product issue was identified. The likely root cause of the discrepancies is the customer workflow due to off-label quantification method and differences in technology.